Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report the death of husband. Caller stated that husband was unconscious for thirty-six hours. Cause of death was failure to thrive and gastroparesis. Customer was not wearing the insulin pump at the time of death. Customer was under hospice care. Nothing further reported.